Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location in the green overpouch. This issue was discovered at the hospital prior to patient use. There was no damaged noted to the overpouch or carton. The device was filled with piperacillin/tazobactam 18000mg in 240ml buffered sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a leak inside a green overpouch. The reported condition was verified. The cause of leak was due to a detached tubing at the junction of the white flow restrictor. The cause of the detached tubing could not be determined, however the most probable cause was due to handling of the product during use or a weakened tubing bond at the junction of the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.